Event description:
It was reported that the pt's device was unable to be interrogated and the physician kept receiving a message to reposition the wand. The site feels the device is at end of service, however, the pt coughed with magnet swipe. A battery life calculation resulted in negative amount of years remaining until end of service indicating the device may be at end of service. Pt has been referred for generator replacement, but it has not occurred to date.

Event description:
Further information reveals that the patient underwent prophylactic generator replacement on (B)(6) 2011. The explanted generator cannot be returned to manufacturer for analysis per hospital policy.